Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with moderate tortuosity and heavy calcification. Following rotational atherectomy, a 2.00 x 15 mm mini trek rx balloon dilatation catheter (bdc) was advanced; however, the bdc could not cross the lesion and a shaft separation was noted. It was thought that the failure to cross was as a result of the damage to the shaft. The distal part of the device remained in the lesion and was successfully retrieved with a snare device. A new 2.00 x 15 mm mini trek bdc was used to successfully continue the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported complaints, foreign body removal and additional treatment appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.